Event description:
End user was traveling up an incline on a handicapped path at area park. End user claims the scooter surged forward causing the front wheels to go up causing the scooter to flip backwards landing on top of him. End user alleges pelvis/hip/tailbone injury.